Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the suture on the twinfix ti anchor broke after it was implanted. The procedure was completed with a s+n back up device. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The handle bottom and shaft were returned with 2 white sutures with curved needles and 2 blue/white sutures with curved needles. All returned sutures have been cut; therefore, the suture breakage could not be confirmed. No anchor or anchor fragments were returned. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found that a material certification of analysis is required with each lot. The root cause could not be determined since the reported suture breakage could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device. Based on this investigation, the need for corrective action is not indicated.